Event description:
User receiving erroneous results for bicarbonate. Four patient samples are known to be affected. Sample 1 initial result 39.2 mmol/l, repeat 26 mmol/l. Sample 2 initial result 37 mmol/l, repeat 27 mmol/l. Sample 3 initial result 39.8 mmol/l, repeat 26 mmol/l. Sample 4 initial result 61 mmol/l, repeat 28 mmol/l. User indicates they are not aware of any incorrect results being reported out. User replaced the probes which resolved the issue.